Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The pump history was downloaded at the user facility. A review of the pump history found there is no pump programming that correlates with reported event; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the pt received more medication than intended. At approx 2100, line a of channel 3 was programmed to deliver magnesium sulfate 2gm/50ml, at a rate of 50ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. After unspecified length of time "before the required hour," the nurse noted, the delivery was complete. The pt complained of "feeling flushed." The pump was removed from clinical svc. Therapy was resumed using a replacement pump. Though requested, no additional info was provided, including what if medical interventions were required.